Event description:
It was reported that during a beating heart totally endoscopic coronary artery bypass, the blade of the snap-fit instrument fell into the patient's anatomy. The blade was retrieved and the procedure was successfully completed without being significantly lengthening. No patient harm, adverse outcome of injury was reported.

Manufacturer narrative:
The instrument was returned for evaluation. Per the reported complaint, engineering observed the following: instrument was returned with the snap fit insert in a separate container. Instrument shows no signs of damage. Pocket of yaw pulley was checked with a go/no go gage and found to be in specification. Insert does not show any damage to the blade or the legs. Insert was installed on instrument and driven. Insert did not fall off while moving the instrument in all directions with varying speed. It took a collision which deformed the tip and one leg in order for the insert to fall off. Likely that insert was loaded incorrectly, legs did not snap into yaw pulley. No other damage found.